Manufacturer narrative:
H3: software analysis completed and determined that archives reviewed provided insufficient information to determine root cause of the reported behavior. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intraperi-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site's navigation syste had an alleged inaccuracy. The surgeon was using a spine clamp patient reference frame and an imaging system for the initial patient registration. 4 screws were placed with a c-arm and x-ray was taken after the screw placement for confirmation. One screw on the patient's left side was noted to be in the disc space. Level unknown, all 4 screws were removed and placed by hand. The site aborted navigation. There was a 10-minute delay to the procedure.

Manufacturer narrative:
Logs and archives have been received. Analysis has not yet been done. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the amount of inaccuracy was 1cm. It was noted that the potential cause was due to the plastic drape used to cover the reference frame during the spin. This was noted to be a potential cause in a previous, similar case. It was also noted that the camera was changed out during the procedure which could have cause it.